Manufacturer narrative:
Based on the information provided and the condition of the returned device, the reported failure to deflate could not be confirmed and the cause could not be determined. Visual inspection of the device showed traces of blood inside the inflation tube and the hub. It also revealed a 2 mm longitudinal tear on the balloon, approximately 4.5mm from balloon proximal tip. Leak was also noted when the balloon was inflated with water. The review of the lhr (lot f1034202) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male with a history of hypertension and diabetes mellitus (dbm) underwent an interventional coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 7f procedural sheath with angiomax and 600mg of plavix on board. A pre-procedural femoral angiogram showed no presence of calcium or pvd. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that the mynx was prepped and deployed per the instruction for use (IFU). Reportedly, when the physician pulled back the balloon to the arteriotomy and felt the 2nd "stop", the physician felt the tension gave way and the device continued to pull back. When the physician felt the balloon loss of pressure, he stopped pulling back and maintained access to the cfa by leaving the mynx balloon catheter shaft in the vessel. The physician was unable to regain access with the sheath over the mynx balloon catheter shaft. So the physician got a pair of sterile scissors and cut through the shuttle tube and catheter shaft just below the shuttle handle. With all of the handles removed at this point, the physician proceeded to remove the rest of the shuttle tube, advancer tube and sealant so that all that was left was the mynx wire going through the procedural sheath (which was extravascular) into the vessel. The physician then buddy wired the mynx catheter through the sheath, regained access to the vessel with the procedural sheath, removed the mynx catheter and buddy wired and left the sheath in place. The physician sewed the sheath in place to keep it from moving, which is reported to be a standard procedure. The patient was converted to manual compression and successful hemostasis was achieved. The sheath was manually removed a few hours later in the holding area. The patient was ambulated and discharged to home with no report of patient clinical sequela.